Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply line of an amia automated pd set with cassette had a hole; further described as "second supply line with the white clamp had a hole in it". This was identified during dwell one (1) of five (5) of automated peritoneal dialysis therapy. The patient was connected during the time of the event. Renal therapy services (rts) advised the home patient (hp) to close the transfer set and the white clamp on the patient line and disconnect. Rts assisted the hp with ending the therapy and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.